Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly and unexplained not delivery alarms. The customer's blood glucose was unknown at the time of incident. The insulin pump was slower during rewind and required rewind more than once during set change. The insulin pump also had time clock anomaly as it was losing time 1 to 2 minute per month. The cannula of the infusion set was bent. The device is not expected to be returned for analysis.